Event description:
It was reported that the implant at tooth site #19 was removed due to infection. Infection #19. Implant failed to integrate. Removed, debrided & bone grafted will replace in 4-6 months.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: additional PMA/510(k) number k011028, k013227. H4: device manufacturer date unknown / not provided.